Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was stuck on black screen. The technical support specialist applied ka 000012556 "med app v1.6 not launching in cfnapp rss v4.8.0.25" to restore update agent within remote support service to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system went down with black screen and asked to enter password. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.